Event description:
The customer's mother reported that the insulin pump did not alarm no delivery. The customer's mother believed she was not receiving insulin because her blood glucose was going up. Customer's blood glucose level was 540 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.